Event description:
This male pt with a history of stroke, hypertension and hyperuricemia was admitted for carotid artery angiogram due to stroke-like symptoms. Angiography revealed a 56%, mildly calcified lesion in the right internal carotid artery. The vessel was described as moderately tortuous. The following medications were administered: pre-procedure: cilostazol, intra-procedure: heparin, post-procedure: edaravone. The angioguard delivery and the stent placement were successful. The stent was post dilated and good stent-wall apposition was confirmed. After stent placement, the physician confirmed that the soft plaque protruded out the stented area. Four (4) hrs after the procedure, the pt had paralysis on his left upper extremity. Next day, an infarct in the right pyramidal area was confirmed with MRI. This was treated with radicut and the pt had full recovery within four (4) days. The physician thinks that this event was due to small clots that embolized when the target plaque was ruptured.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.